Event description:
Needles seem to be clogged.

Manufacturer narrative:
The lot returned by the end-user was tested and no malfunction was found. The pen needles underwent visual testing, clog testing, and pen needle attachment status testing. The pen needles are functioning normally.

Event description:
Needles seem to be clogged.